Event description:
A report was received that the patient was hospitalized due to charging difficulties. It was reported that the patient had an enlarged pocket which caused the ipg to turn. The patient underwent a pocket revision and the issue was resolved.

Event description:
A report was received that the patient was hospitalized due to charging difficulties. It was reported that the patient had an enlarged pocket which caused the ipg to turn. The patient underwent a pocket revision and the issue was resolved.

Event description:
A report was received that the patient was hospitalized due to charging difficulties. It was reported that the patient had an enlarged pocket which caused the ipg to turn. The patient underwent a pocket revision and the issue was resolved.

Event description:
A report was received that the patient was hospitalized due to charging difficulties. It was reported that the patient had an enlarged pocket which caused the ipg to turn. The patient underwent a pocket revision and the issue was resolved.

Manufacturer narrative:
Additional information was received that the patient did not have an enlarged pocket site. The difficulties charging were related to a fatty layer over the ipg and the ipg flipping. The event was not related to the procedure or device.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Manufacturer narrative:
Additional information was received that the event is related to the procedure and not the device.